Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off suddenly. Review of the pump data showed that the pump battery dropped suddenly from 90% to 5% and subsequently, the pump shut off. Customer reported blood glucose (bg) level was 368 (mg/dl). A correction bolus was delivered to address bg level. Reportedly the customer will continue to use the pump for insulin therapy.